Event description:
According to the incident report, during the last 12 minutes of the critical delivery, it has not been possible to assess and document the heart rate of the unborn child. No injury to the baby was reported. The customer has been contacted regarding additional info and investigation initiated.

Manufacturer narrative:
The event was reported by the customer to the danish hlth and medicines agency who informed neoventa medical (B)(4). The report was not received directly from the customer.